Manufacturer narrative:
The insulin pump was received with a stuck button alarm due to moisture damage to electrical board connector. Unable to verify pump error 4 or perform the displacement test and self-test due to the stuck button keypad alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received an alarm which was indicated that the motor arm cannot communicate with the main arm. Customer was unable to clear the alarm. Customer was reporting partial display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.